Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the video function did not work properly due to the cable failure and the indicated phenomenon [no image due to cable failure. Image flickers.] Occurred as a result. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coupler of the camera head was detached and missing due to physical stress. The following additional findings were also noted: the video cable was cut but a sharp object, the sharp part of the coupler is exposed, and the endoscope could not be attached to the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the bracket detached off the hd camera head. The issue was found during reprocessing. There were no reports of patient harm.